Event description:
Complainant alleged that during biomedical dept routine testing and preventative maintenance of the device, the device displayed error message code "status 91" on the monitor screen. This error message indicates that the defibrillator will not charge up to selected energy. The complainant indicated that there was no pt involvement in the reported failure.